Manufacturer narrative:
The samples were collected in green top heparin tubes and were centrifuged at 6000 rpm for 6 minutes. Qc was within the established ranges prior to and on the day of the event. System checks performed between (B)(4) 2011 met the specifications. Service was on site on (B)(4) 2011. The field service engineer cleaned aspirate probes, replaced peristaltic pump tubing, and verified instrument alignments. The fse ran system check and qc to verify repairs. The results were acceptable. Although hardware issues were addressed, a definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneously elevated troponin (accutni) results within the risk stratification range generated by unicel dxc 600i access 2 immunoassay system for two patients. The results were reported out of the laboratory. Subsequent testing on an alternate instrument produced results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.